Event description:
Customer reported that pump "charges very slowly and often failed to reach a full charge". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.